Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, heavily calcified and tortuous lesion located in the right coronary artery. The xience sierra stent delivery system (sds) was advanced but failed to cross the lesion due to the vessel tortuosity and lesion calcification. Upon withdrawal of the sds, the stent snagged on the guide catheter and became compressed longitudinally at the proximal end and dislodged. The stent was snared and brought to the radial artery but could not be removed and was left in the patient with no further planned intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the 80% stenosed, heavily calcified, and tortuous lesion causing the reported failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation and stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 -device not available for evaluation.

Event description:
No additional information was provided.